Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that while testing their avea ventilator, it was alarming "low fio2" (fraction of inspired oxygen). The device's oxygen calibration test during the extended systems test (est) passes but while running the ventilator, the fio2 output is less than 4% than the set values. Calibrations were attempted but did not resolve the fio2 output back into specifications. The customer reported that there was no patient involvement.